Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 2 in the mouth, primary stability was not obtained. Clinician noted the difficulty in inserting the implant due to a complication in the site. It was reported the patient had poor bone quality/quantity and a previous augmentation in the site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 2 in the mouth, primary stability was not obtained. Clinician noted the difficulty in inserting the implant due to a complication in the site. It was reported the patient had poor bone quality/quantity and a previous augmentation in the site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 2 in the mouth, primary stability was not obtained. Clinician noted the difficulty in inserting the implant due to a complication in the site. It was reported the patient had poor bone quality/quantity and a previous augmentation in the site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.